Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red sore under an electrode that became an open wound. It was reported the right electrode was digging into the patient's skin. It was reported the skin to appear raw. There was no alleged device malfunction contributing to the irritation. The rn called support services requesting the patient be remeasured. The patient was remeasured into a larger garment size and the irritation improved. Supplemental report 10/05/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red sore under an electrode that became an open wound. It was reported the right electrode was digging into the patient's skin. It was reported the skin to appear raw. There was no alleged device malfunction contributing to the irritation. The rn called support services requesting the patient be remeasured. The patient was remeasured into a larger garment size and the irritation improved.